Manufacturer narrative:
Date of event: n(B)(6) 2017.

Event description:
A report was received that the patient was unable to get the ipg to charge. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient was able to get his ipg operate. No further course of action will be taken.

Event description:
A report was received that the patient was unable to get the ipg to charge. The patient will undergo an ipg revision procedure.